Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A new left monitor was ordered. No conclusion can be made since there is not other available info.

Event description:
The customer reported that the 9900 system's monitor lost image when using the live fluoro. No pt injury was reported.